Event description:
It was reported that this device delivered an inappropriate shock. A review was needed and was pending. No adverse patient effects were reported. This device remains implanted. Additional information noted that boston scientific technical services (ts) discussed troubleshooting steps and wanted to know if the secondary vector would be a good option for this patient. Ts noted that the device stored two inappropriate charges and one smartpass episode. Ts noted that in addition to the abnormal signal there was underlying noise resulting in oversensing. It was noted that the detection was changed to the secondary vector and noise was not reproduced. The device remains implanted and no further changes were made.